Manufacturer narrative:
The customer returned the suspect strips and the meter. The test strips and vial did not show any defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 206231-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The returned customer material and retention material complies with specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The nurse from the residential home stated that the customer lives there and at 3:00 pm a result of 4.3 inr was obtained on the customer's coaguchek xs meter (serial number (B)(4)). At the same time, using a different finger, a result of 2.5 inr was obtained on the doctor's coaguchek xs plus meter (serial number unknown). There was no indication that any treatment was received based on any of the results. It was stated that the test strip lot number 206231-12 was used in both devices. The customer's therapeutic range is 2.5-3.5 inr. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent.